Event description:
The user facility sent the device to the manufacturer for service evaluation. A fractured cutting accessory was observed in the device upon initial receipt at the manufacturer facility. No medical intervention or adverse consequences were reported.

Manufacturer narrative:
H2: device evaluation. D4: full UDI is not available due to missing catalog and lot number. H6: the quality investigation is complete.

Event description:
The user facility sent the device to the manufacturer for service evaluation. A fractured cutting accessory was observed in the device upon initial receipt at the manufacturer facility. No medical intervention or adverse consequences were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. D4: UDI is unknown as the part number and lot number of the bur were not reported.